Event description:
Same unique identifier for omnipod 5 compatible with dexcom g6 only and ominipod 5 compatible with dexcom g6 and g7. Customer reports omnipod 5 box not compatible with dexcom g7. Upon further looking into products it was realized that although products have the same unique identifier they are not the same product, this was confirmed with manufacturer at 1-800-591-3455. Manufacturer suggested that we contact the distribution center each time we order product to confirm which product we will receive and it is the pharmacy¿s responsibility to dispense appropriately although the unique identifier used is the same for both products. These products should not have the same unique identifier if they are not the same product (completely makes barcode scanning technology to reduce medication/device errors).